Event description:
The physician was attempting to tunnel two extensions from the patient's chest to the cranial incision on the patient's left side. As he was pulling the carrier up from the chest pocket to the cranial incision, the carrier broke and left the 2 extensions and the broken part of the carrier in the patient. He was able to remove the broken piece as well as the 2 extensions; however, when he pulled one of the extensions through, he noticed that it was fractured. He immediately removed the fractured extension along with the broken piece of the carrier from the tunneling tool. He then inserted a new extension without problems. The patient did not suffer any adverse events.

Manufacturer narrative:
(B) (4).